Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative went onsite to evaluate the device. The zoll field representative evaluated the device resulting in no faults found. The multi-function cable was replaced as a precaution. The device was recertified. Analysis for reports of this type has not identified an increase in trend.